Event description:
The tibial insert would not engage properly with the tibial tray component. Another insert was chosen and successfully engaged with the tibial tray.

Manufacturer narrative:
Visual inspection of the returned insert showed that the material cold flowed on the anterior locking tab such that the tab would not be able to lock into position. This area corresponds with the mating anterior locking feature of the tibial tray. The posterior feet also show some deformation. Deformation of the posterior feet of the insert can result when the posterior feet are not fully seated in the posterior undercuts of the tibial tray. The feet must be completely seated prior to snapping the insert into the tray. The returned insert met specifications where measurement was possible. The anterior locking tab and posterior feet dimensions could not be measured due to the damage noted at visual inspection.